Manufacturer narrative:
The actual product involved in this incident was not released by the user facility. The user facility was unwilling to release the product for evaluation. However, photographic images were submitted of the breakage. Based upon review of the device history records and the images submitted of the breakage, there were no apparent manufacturing or material defects that could have contributed to the incident.

Event description:
During a percutaneous discectomy, lumbar 4/5, plastic catheter coating sheared off and was not retrievable from the disc.